Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that sometimes the battery drains within 48 hours. Customer stated there is no damage on the battery cap or compartment. Blood glucose value is unknown. Customer was advised the battery cap would be replaced. The customer also reported that the insulin pump had been alarming no delivery since the night before. The customer stated they had to change the infusion set and would call back if issue persisted.